Manufacturer narrative:
(B)(4). Date sent 8/6/2024. D4 batch # unk. B3: only event year known: 2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: can the product code be confirmed? Why is it believed that the alleged allergic reaction is related to the device? Does the patient have a known history of allergic reaction to any metals? If so, please provide any relative metal allergy test results. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection the patient suffered from allergic reaction. Dermatitis.

Manufacturer narrative:
(B)(4). Date sent: 8/28/2024. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury and has been revised to a not reportable event.